Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the device was provided and confirms the broken electrode, and two fluro and 1 xray images were reviewed, which do not contribute to the root cause and also cannot confirm the location of the broken piece. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site and/or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopic bilateral gluteal fascia contracture release surgery on (B)(6) 2023 the metal piece at the top of the super multivac plasma cutter head, was dislodged from the body cavity at the location of the patient's right femoral trochlea, and could not be found after repeated exclusion, so the suture was continued with the patient under anesthesia and the procedure was completed with a back up device with a non-significant surgical delay. When the patient woke up from anesthesia, after seeking the patient's consent, on (B)(6) 2023 after a CT for localization, a secondary operation was performed, which lasted about two hours, in which the dislodged part was removed. The secondary surgery increased the patient's pain. No further complications were reported. Current status of the patient is well.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H11: h2: correction on h6 (health effect - impact code).